Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report#: 1627487-2016-04944. It was reported the patient ((B)(6)) was experiencing ineffective stimulation coverage prior to losing stimulation therapy. Lead diagnostic testing revealed high impedance measurements on one of the patient's leads (model 3286). In turn, surgical intervention was undertaken to explant and replace model 3286 and reposition model 3186. Effective therapy was restored to the patient post-operative. Concomitant medical products: the implant date for the following device is unknown: model: 1192, scs anchor.